Event description:
The contegra bovine heart valve and conduit packaging comes with a temperature indicator that is viewable through the packaging. The indicator is a small square litmus paper"type field where if white the product is unaffected, and if black it is affected by temperature (range 15-25°c per IFU), and should not be used. In this case, during a cardiac procedure, the team retrieved a valve required to be implanted; however, the temperature indicator square field was partially white, and graying at the edges. It was unclear whether or not based on the IFU if the product was safe to use. The company was contacted who advised not to use but deferred to the clinical provider to determine if in their judgment the valve was safe to use. Of note, after a thorough analysis of the data related to room temp logs, shipping logs, additional room temperature and humidity testing, product location, and the fact that other vendor products located on the same storage rack were not affected based on their temperature indicators, we are concerned that this vendor's indicator is defective. In addition, in reviewing other temperature indicators from other manufacturers, they are more easily interpreted particularly because they are binary. Meaning, as examples, they explicitly state ok or not, or have a red/green indicator. As you will see from the picture, this device was equivocal.